Event description:
Pt was admitted to hospital for removal and replacement of tesio catheter secondary to malfunction. During dialysis in 3/02, the venous limb of the catheter was noted to be infiltrating beneath the skin. Tesio catheter was originally placed in 2002.